Manufacturer narrative:
The report received indicated that approximately 45 min post exoseal deployment, the patient developed a retroperitoneal bleed. It was reported that a patient was pale with systolic pressure ~60. A retroperitoneal bleed was confirmed with CT and the patient was transfused. At the time of the report the patient is in ICU in stable condition. The patient is a (B)(6) male who underwent pci of the 1st diagonal. Retrograde approach had been used in the procedure. (B)(6). Following the procedure angiomax had been turned off 20 minutes before closure and a technician would be closing his 2nd case with exoseal. Prior to exoseal deployment, the user reported having a good stick and groin shot. At the time of closure the patient's blood pressure was 127/70. Using sterile technique a 6f exoseal device was placed into a 6f pinnacle sheath up to the black marker band. The sheath was retracted and the wire cowling engaged. The sheath locked properly against the cowling and an audible "click" was heard. Adequate bleed-back was observed. The device and sheath were removed per standard technique and cessation of pulsatile flow was observed. The indicator window turned black as expected, and the device was deployed. Light pressure was held for 3+ minutes and there was no evidence of oozing or hematoma. The angle of access was between 30 and 45 degrees. Femoral artery suitability was on angiography. The vessel diameter was greater than or equal to 5mm in diameter. The arteriotomy was not in or near an area of calcified plaque or in or near a stented segment. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Achieving and maintaining hemostasis in obese patients, after withdrawal of the sheath, can also prove challenging due to excess adipose tissue and changes in expected anatomy. These factors in combination with antiplatelet therapy after a procedure can lead to retroperitoneal bleeds. Review of the available information suggests that patient ((B)(6)) and/or pharmacological factors may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Adequate bleed-back was observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed and the plug deployed. The vcd was removed with the sheath as a single unit. An angiographic picture of the access site is not available for review. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that approximately 45 min post exoseal deployment, it was reported that a patient was pale with systolic pressure approx 60. A retroperitoneal bleed was confirmed with CT and the patient was transfused. At the time of the report, the patient is in ICU in stable condition. The patient is a (B)(6) male who underwent pci of the 1st diag. Retrograde approach had been used in the procedure. He is (B)(6) and weighs (B)(6). Due to lab protocol, the sales representative was not present in the procedure/control room during groin access or the procedure. Following the procedure angiomax had been turned off 20 minutes before closure and a technician would be closing his 2nd case with exoseal in approx 20 minutes. Prior to exoseal deployment, the user reported having a good stick and groin shot. At the time of closure, the patient's blood pressure was 127/70. Using sterile technique a 6f exoseal device was placed into a 6f pinnacle sheath up to the black marker band. The sheath was retracted and the wire cowling engaged. The device and sheath were removed per standard technique and cessation of pulsatile flow was observed. The indicator window turned back as expected, and the device was deployed. Light pressure was held for 3+ minutes and there was no evidence of oozing or hematoma. The technician involved with the device had not yet completed certification. The angle of access was between 30 and 45 degrees. Femoral artery suitability was on angiography. The vessel diameter was greater than or equal to 5mm in diameter. The arteriotomy was not in or near an area of calcified plaque or in or near a stented segment. The vcd showed no visible signs of damage and was being used with a 6f pinnacle terumo sheath (less than 12cm). There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard.